Event description:
The patient underwent an atrial fibrillation procedure in (B)(6) 2023. During a redo atrial fibrillation ablation procedure on (B)(6) 2025, stenosis of the left superior pulmonary vein was noted which was diagnosed using the CT scan performed for the redo procedure. The patient is asymptomatic. A vein dilatation with an angioplasty specialist is scheduled. There were no alleged malfunction with any abbott device. There were no ablation issues noted during the initial procedure. Some rf applications were performed in the posterior part of the vein's antrum to avoid oesophagus according to the operative report of the physician.

Manufacturer narrative:
An event of pulmonary vein stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.